Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a dental surgeon concerning a 54-year-old caucasian/white female patient. Additional information was received on the same day from the same reporter. The medical history of patient included hypothyroidism. Concomitant medications of the patient included euthyrox [levothyroxine sodium] 75 daily doses, fasting for 25 years. No information about history of allergies has been provided. The patient had previously received treatment with restylane. On (B)(6) 2025, the patient received treatment with 0.6 ml of restylane (lot 23120), 0.3 ml to each side of dark circles, supraperiostal, using cannula, pertuito in the region of ck3 with unknown injection technique. The procedure was performed using sterile devices, with adequate antisepsis of the entire face and strictly following all biosafety protocols. Approximately 24 hours after the treatment, on (B)(6) 2025, the patient presented with edema (implant site oedema), erythema (implant site erythema), and extensive involvement of the right hemiface, evolving with the formation of a purulent collection/pus (purulent discharge) that required drainage. In (B)(6) 2025, the patient developed significant edema and flushing (flushing), which on (B)(6) 2025 evolved into an infectious condition (implant site infection) diagnosed as periorbital cellulitis (implant site cellulitis). The diagnosis was not only confirmed by the reporting hcp, also by two dermatologists, in addition to a detailed dermatological ultrasound examination performed. The patient underwent drainage of infection and pus, aggressive unspecified antibiotic therapy, compresses, and hyaluronidase [hyaluronidase] after the peak infectious process. In(B)(6) 2025, the hcp reported that the patient recovered from events with sequelae. The hcp reported being aware of the asepsis and antisepsis protocols recommended for the procedure and was not considering failures in these processes as a probable hypothesis to explain the event. The hcp received comments from other professionals suggesting the possibility of associating the condition with the product used. The reporting hcp assessed events of severe intensity and causality to the treatment unlikely for infection, cellulitis, oedema at implant site, purulent discharge and flushing. In view of the seriousness of the case and the suspicion of possible contamination of the product, the hcp requested guidance on the investigation and the appropriate procedures. Outcome at the time of the report: cellulitis was recovered/resolved with sequelae. Infectious condition was recovered/resolved with sequelae. Edema was recovered/resolved with sequelae. Flushing was recovered/resolved with sequelae. Purulent collection/pus was recovered/resolved with sequelae. Erythema was recovered/resolved with sequelae. Tracking list: v.0 initial report v.1 fu received on 02-jun-2026 from the same reporter. Event (implant site erythema) added. Verbatim of event purulent discharge, onset date and latency and event location were updated. Repeat batch record review result received on 16-jun-2026.

Manufacturer narrative:
Company comment: the serious expected events of infection, cellulitis at implant site, and the non-serious expected events of oedema, erythema at implant site, purulent discharge and flushing were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and drainage to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. To date, this is the only case reported for this lot number. The batch record review indicates that no potential quality issues were identified during the manufacturing process of the specified batch. The batch was manufactured and released in accordance with galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.